Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failed to open. A field service engineer (fse) replaced the power supply and biometric identifier (bio ID) unit, along with drawer 2 controller board, ribbon cable, and retractor band. All drawers and components were inspected for damage, and panel alignment between drawers 1 and 2 was adjusted to resolve the issue and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini all drawers were not opening and failed intermittently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.